Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst at full deployment. During removal of the delivery system, withdrawal difficulty was encountered and the nose cone upper portion of the balloon became separated when passing the distal aorta. A vascular cutdown was required to retrieve the remaining balloon. The patient was doing well post procedure.

Manufacturer narrative:
Correction to h6 due to additional information received. No product was returned to edwards lifesciences for an engineering evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A post procedural imagery and 3mensio imaging report were provided by the site for review and the following was observed: balloon burst in radial tear, distal part of the balloon and nose tip seems cut from the delivery system, calcification present on the native annulus, and tortuosity present on the patient access vessels. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, balloon separated and difficulty or inability to withdraw system through sheath were confirmed by the imagery provided from the site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary. The technical summary provides the details on why balloons are subject to increased risk of burst in a calcified annulus. It was noted that there was calcification present on the native annulus. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). As reported in this complaint, 'the balloon burst at full deployment. During removal of the delivery system withdrawal difficulty was encountered and the nose cone upper portion of the balloon became separated when passing the distal aorta. A vascular cutdown was required to retrieve the remaining balloon'. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated, burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. Once ruptured, the, balloon would likely have an altered/increased profile that can cause difficulties while withdrawing the delivery system. Excessive manipulation to overcome the resistance could have caused the balloon separation. Moreover, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which could further exacerbate delivery system withdrawal difficulties through the sheath and the separation of the balloon. As such, available information therefore suggests that patient factors (calcification, tortuosity) and procedural factors (withdrawal of burst balloon/non-coaxial withdrawal) likely contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.